Event description:
The patient was transferred to the operating room to bypass the perforation. The primary cause of death was determined to be cardiogenic shock, and the secondary cause of death was bleeding due to the perforation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. Additional information: b5. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID# (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding the event has been requested. If additional information is received, a supplemental report will be submitted. The diamondback 360 coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback 360 coronary orbital atherectomy device. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for use in the distal left main and left circumflex arteries. The circumflex was very calcified and tortuous, and with three previous cabgs and 80-85% stenosis. Two treatments were performed on low speed in a distal to proximal direction. Imaging was performed, and no issues were observed. A third treatment on low speed was performed, and a perforation was visible on imaging. Balloon tamponade was performed for 10 minutes. After a 10 minute rest period, angiography was performed, and the perforation was still present. Due to the heavy calcification, a covered stent was unable to be delivered. The patient's vitals and heart rhythm were starting to change, and circulatory support was initiated. A pericardial drain was started, and the patient was intubated. The patient was transferred to the operating room with the balloon inflated at the perforation site. The operating room worked on the patient for several hours but were unable to control the bleeding, and the patient expired on (B)(6) 2020.